Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2024: baclofen with concentration 2,250.0 mcg/ml at a dose rate of 389.5 mcg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8731, serial#: (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot#: (B)(6), ubd: 28-jul-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp) via a company representative. Regarding a patient, receiving gablofen (2000 mcg/ml) via an implanted pump. It was reported, that the patient was experiencing withdrawal symptoms. It was unknown, if there were any environmental, external or patient factors, that may have led or contributed to the issue. On the date of the report, the patient was brought in after a failed dye study on an unknown date to check the catheter and the pump. During the procedure, the catheter did not in initially aspirate. After the physician removed the catheter from the pump, there was back flow from the catheter. No blockage was seen. At that point, the physician decided to replace the pump and the pump portion of the catheter. The issue was noted, to be resolved. And it was indicated, that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: 8637-40 pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.